Event description:
Nellcor received a report of a fluid/pressure leak in the pilot balloon of an 6dcfn tracheostomy tube. The customer reported that the balloon would developed a slow pressure leak every 24 hours. There was no pt harm reported. The customer reported the tube was replaced with a metal trach which is not manufactured by nellcor.